Manufacturer narrative:
(B)(4).

Event description:
It was reported "blood backflew into the sheath during use, probably because of malfunction of the hemostasis valve. Therefore, the sheath was removed and replaced with a new one." It was reported the patient's blood pressure was high. No patient harm reported.

Event description:
It was reported "blood backflew into the sheath during use, probably because of malfunction of the hemostasis valve. Therefore, the sheath was removed and replaced with a new one.". It was reported the patient's blood pressure was high. No patient harm reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.